Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s wife reported via phone call that customer experienced high blood glucose was 458 mg/dl. Customer stated that insulin pump alarmed for no delivery alarm during basal. Customer mentioned that insulin exited. Insulin pump will not be returned for analysis.